Event description:
It was reported that the shunt was explanted due to a possible malfunction.

Manufacturer narrative:
The stepdown connector with tubing showed no anomalies and passed the patency check. Although the device was returned, the complaint did not relate to stepdown connector malfunction. A review of manufacturing records was not possible as no lot number was provided.